Event description:
As reported, the patient had an initial left tsa on (B)(6) 2023. The patient presented on (B)(6) 2023 and non-displaced humeral neck fracture during reduction. The case report form indicates that this event is definitely related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
Pending investigation. D10: concomitants serial number item number and full description: (B)(6) 300-01-07 - equinoxe, humeral stem primary, press fit 7mm. (B)(6) 320-35-02 - small superior augment glenoid plate. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray. +0 (B)(6) 320-31-36 - glenosphere, 36mm.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1 - catalog#, serial#, exp. Date, and UDI, h6. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: b, c, d, e, f PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.